Event description:
Using the ethicon secure strap absorbable strap fixation device for a laparoscopic procedure, bilateral inguinal hernia repair. The fixation device was dropping all the staples and would only fire once. Doctor stated the device was defective. We opened three devices (all the same lot number) and all three were defective.